Manufacturer narrative:
The device evaluation was completed on 15-dec-2021. It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a broken tip issue occurred. Initially, it was reported that the vizigo¿ sheath is "crunched" and separated from the dilator before the vizigo¿ sheath was put inside the body. The vizigo¿ sheath was replaced and the issue was resolved. The procedure was completed successfully. No adverse patient consequences were reported. Clarification was received on 08-nov-2021 regarding this event. It was reported that the distal portion of the sheath is where the damage was observed. The hemostatic valve/brim cap/hub did not become detached from the sheath. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the carto vizigo sheath device. The issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. A device history record (DHR) evaluation was performed for the finished device number 00001627 and no internal action was found during the review. Based on the DHR, the h 4. Device manufacture date was updated. As part of the biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a broken tip issue occurred. Initially, it was reported that the vizigo¿ sheath is "crunched" and separated from the dilator before the vizigo¿ sheath was put inside the body. The vizigo¿ sheath was replaced and the issue was resolved. The procedure was completed successfully. No adverse patient consequences were reported. Clarification was received on 08-nov-2021 regarding this event. It was reported that the distal portion of the sheath is where the damage was observed. The hemostatic valve/brim cap/hub did not become detached from the sheath.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).